Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was unknown. The customer reported that insulin pump had rejected new battery. The customer reported that the escape button was harder to press and the insulin pump was not receiving low reservoir warnings. The customer also reported that the insulin pump was slower during rewind. The product will not be returned for analysis.